Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information, assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.